Manufacturer narrative:
Device evaluated. Found that customer attempted to connect a non-supported device contributing to the alleged break of the unit.

Manufacturer narrative:
Reference (B)(4). Additional information will be provided if product is returned.

Event description:
Leur lock disconnected from tubing associated with the connection chamber.